Event description:
A nurse reported a dull knife during surgery. This was noticed when the surgeon attempted to create the incision but was unable to. The knife was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
One opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).